Event description:
A patient was undergoing percutaneous nephrolithotripsy when the ultrasonic lithotripsy probe broke into two pieces. The metal pieces were removed from the pt's kidney immediately and were discarded. No patient consequences were reported.